Manufacturer narrative:
The complainant indicated that the device will not be returned for eval; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event.

Event description:
It was reported that post a coronary drug eluting stenting treatment procedure, an aneurysm occurred. The initial procedure occurred in 2007. The pt was admitted with acute coronary syndrome and angiography revealed tandem lesion of 70-80% in the obtuse marginal (om) artery. The physician placed a taxus express2 3.0x20mm drug eluting stent in the om and deployed it at 20 atms. Timi 3 flow was achieved. Medications used during this procedure include; nitroglycerin, angiomax, plavix and aspirin. Aspirin and plavix were prescribed for 1 yr post procedure. Two months later, the pt presented with angina. Angiography revealed a large aneurysmal like structure within the margins of the previously placed stent. The physician placed a 3.0x19mm non bsc stent across the lesion and deployed it at 12 atms and then again at 14 atms. Angiographically the stent appeared to be well deployed and there was excellent timi 3 flow. Ivus examination demonstrated the stent was well apposed. Medications used during this procedure include; angiomax, aspirin and plavix. Aspirin and plavix were prescribed for lifetime use. No pt complications occurred.